Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the needle broke while closing subcutis. The surgical time was extended 30 minutes or more due to the product problem. Another suture was used to complete the case. The patient is alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned samples noted one suture and two broken pieces of needle. The retainer was inspected with no abnormalities. The needle was broken at the swage end. The swage end of the needle was attached to the suture. It was observed, under magnification, that instrument marks were present on the swaged end of the needle. As no sealed products were returned, functional testing was precluded. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The observed instrumentation damages suggested that the needles were grasped improperly at the swaged end of the needle during application. Firmly grasping the needle at the swaged end can deform the crimp, can cause the needle to disengage from the suture, and can even cause the needle to break at the swaged end. The recommended grasping area of the needle is at the needle body, where the wire is of a full diameter. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.